Event description:
New information states the device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in laboratory. With another battery attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device showed premature battery depletion. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.